Manufacturer narrative:
(B)(4): the customer reported that the device halted/locked up during a software upgrade and is now non operational. There was no pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device halted/locked up during a software upgrade and is now non operational. There was no pt involvement.